Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the auxiliary drawer 5.2 had failed, and was not detected on the bus. Customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5.2 failed and was not detected on the bus. A field service engineer (fse) found that only pocket b6 was failed under storage space configuration. The fse made the customer recover the pocket. The fse then launched the test software, ejected and cleaned all cubie pockets in drawers 5.1 and 5.2, pulled the drawer, inspected and reseated all cables, tested drawer in hardware test application and resolved the issue. The fse also cleaned the medication and debris from under pockets. The system functioned as intended after the field service engineer repaired the device.